Event description:
It was reported via literature review that a tritanium pl cage fractured approximately one-year post-operatively. Per the white-paper, no medical intervention was necessary, the patient achieved fusion, and is doing well.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the complaint and device history records could not be performed as a valid lot code was not provided and could not be obtained. Per tritanium pl surgical technique: the size and shape of the bone structures determine the size, shape and type of the implants. Once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants must be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the post-operative follow-up period. Indeed, the stresses and strains on the implants may cause fatigue, fracture or deformation of the implants, before the bone graft has become completely consolidated. This may result in further side effects or necessitate the early removal of the osteosynthesis device. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. The device was implanted for over a year and the patient was described with solid fusion. As this device is used to aid fusion, the device's purpose was fulfilled. Additionally, the article states that the patient may have experienced some post operative trauma which would have put excess stress or strain onto the implant. Likely cause is a combination of patient fusion, length of implant and possible post op trauma.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported via literature review that a tritanium pl cage fractured approximately one-year post-operatively. Per the white-paper, no medical intervention was necessary and the patient is doing well.